Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead was also noted to have high impedance, was oversensing and triggered an alert for lead integrity. An explant of the lead was not possible, but a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012, 03:00:10. Programmer s2d data file (B)(4) shows an alert event for "rv bipolar lead impedance > 3000 ohms." On (B)(6) 2012, 03:00:10. A lead integrity alert was triggered as one patient alert for lead failure predictor on (B)(6) 2012, 16:34:43. Oversensing was noted as five ventricular non sustained tachycardia <=215 ms between (B)(6) 2012 15:08:21 and (B)(6) 2012, 09:35:50. Five lead failure predictor high rate-non sustained episodes at <= 202 ms average v-cycle occurred (B)(6) 2012, in the timeframe between 09:44:05 and 10:07:20. Interference/noise was noted as the ventricular short interval count (v-sic) was 601.4 counts avg/day, in 3.0 days, between (B)(6) 2012, 21:01:46 and (B)(6) 2012, 20:56:34.